Manufacturer narrative:
Upon receipt of additional information, this event has been determined to not be reportable. There are no allegations of failure of the device and the event is considered normal post-implantation. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibial tray, 42532006701 lot#: 63364212 persona posterior stabilized articular surface, cat#: 42511400513 lot#: 62741555. Initial reporter: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07349, 0002648920-2017-00656. Device remains implanted.

Event description:
The patient involved in the clinical study reported pain and swelling. X-rays were taken to rule out joint damage. No revision or surgical intervention has been reported to date. No further information has been made available.